Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 4 MDR's filed for the same patient (reference 3002806535-2016-00902, 00903, 009804, 00905).

Event description:
Patient was revised approximately 15 years post-implantation due to an unknown reason. During the procedure, the modular head was removed and replaced and a metal liner was implanted.